Event description:
During surgery the tip of the crosslink screwdriver broke off inside the crosslink while torquing. The surgeon was unable to remove the tip of the driver from inside of the locking set screw of the crosslink. The tip of the driver remains inside the pt.

Manufacturer narrative:
The device is a class I instrument that is intended to be sterilized and reused. Complaint was initially received on 3/11/07. The number was not provided by the distributor. The device was not returned to alphatec spine, the lot number cannot be determined. The incident root cause was determined to be due to user error. Info regarding the proper technique of the zodiac adjustable bridges application is contained within the surgical techniques (lit 83065). A memo was sent to the sales force on 2/22/07 which provided add'l details on the proper use of device and instructed the sales force on the use of surgical techniques.